Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 28 cm to 28.5 cm from the lead tip which exposed the outer coil. This damage likely contributed to the reported noise.

Event description:
It was reported that noise was observed on the right ventricular lead. It was explanted and replaced.